Event description:
It was reported via email that an adhesion issue occurred. According to the reporter, on (B)(6) 2026, the pediatric patient¿s sensor had fallen off. According to the information received, due to this, insulin could not be delivered properly. An unknown amount of time after the sensor had fallen off, the patient sought medical care. No symptoms were reported, but based on the description, it was understood that the patient most likely experienced a hyperglycemic event. No information was reported regarding what happened at the hospital, and it was unknown how long the patient stayed there. There was no documentation of further medical evaluation or intervention. At the time of the report the patient´s current condition was unknown. Dexcom technical support attempted to follow up with the patient multiple times to obtain further details and clarification regarding the incident, but they were unable to make contact. A review of performance data on alleged date of incident, (B)(6) 2026, shows that the patient did not experience any interruptions or malfunctions during his sensor session that day indicative of a sensor falling off. The patient received consistent readings for nearly the entire day on (B)(6) 2026, with only two 5-minute periods of signal loss and one 15-minute period of brief sensor issue observed at separate times that day. The day prior and after the alleged incident date were also investigated, and similarly did not find any notable issues or indications of a sensor having fallen off. The complaint is therefore undetermined. Without further clarification from the patient on the details surrounding the incident, the root cause of the hypoglycemic event could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported via email that an adhesion issue occurred. According to the reporter, on (B)(6) 2026, the pediatric patient¿s sensor had fallen off. According to the information received, due to this, insulin could not be delivered properly. An unknown amount of time after the sensor had fallen off, the patient sought medical care. No symptoms were reported, but based on the description, it was understood that the patient most likely experienced a hyperglycemic event. No information was reported regarding what happened at the hospital, and it was unknown how long the patient stayed there. There was no documentation of further medical evaluation or intervention. At the time of the report the patient´s current condition was unknown. Dexcom technical support attempted to follow up with the patient multiple times to obtain further details and clarification regarding the incident, but they were unable to make contact. No product or data was provided for investigation. The allegation and the probable cause could not be determined. No additional patient or event information is available.